Event description:
It was reported that the surgeon had failed to insert the poly insert into the metal shell three times. So he used another same size insert to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.